Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed, and the cause assigned to a faulty printed circuit board, causing the image to freeze when using s190 and 190 scopes.

Event description:
A user facility reported to olympus an intermittent "imaging issue" and when the scope was plugged, the image froze or changed to a different color. The problem, as reported to olympus, was found on preparation for use. The intended procedure was completed with no delay, using the same device. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problems was accidental failure due to the age of the image processing board (dp board).